Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call her act button was not responding and the esc button was working intermittently. Customer stated that the issue started happening as she was trying to program a bolus. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer stated that she received a button error alarm while on the call. Customer was assisted with clearing the alarm but the buttons were still unresponsive. Customer was advised that the pump will be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.